Manufacturer narrative:
(B)(6). Date sent: 12/6/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned outside its original packaging and the packaging was not returned. In addition, it was received with no apparent damaged. Due to the device packaging not being returned, we were unable to investigate further the reported packaging issues. However, the 75 uses reported in the event are confirmed according to the information shown in the generator. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported event. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: p92v6v. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No, the patient did not has any consequences. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a thyroidectomy the package was opened and comes out with 75 uses.